Manufacturer narrative:
The customer replaced the power switch overlay to resolve the issue. The unit was tested, and it was returned to service.

Event description:
The customer reported diagnostic error "alarm led failed". The device was not in use on a patient. No patient or user harm was reported. The remote service engineer (rse) had the customer turn on the unit and the alarm led worked. The customer confirmed that the diagnostic error code "alarm light emitting diode (led) failed¿ was in the significant event log. The (rse) advised the customer to replace the power switch overlay. The investigation is ongoing.